Event description:
It was reported that on (B)(6) 2022, a 35mm amplatzer cribriform occluder was selected for procedure. It was noted during procedure that the right atrial disc of the occluder exhibited a deformation. In addition, the occluder was difficult to screw on and could not be deployed. The decision was made to remove and replace the 35mm amplatzer cribriform occlude with a non-abbott device to complete the procedure. There were no adverse patient consequences reported. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity and difficulty in the occluder attaching to the delivery cable could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 35mm amplatzer cribriform occluder was selected for procedure. It was noted during procedure that the right atrial disc of the occluder exhibited a deformation. In addition, the occluder was difficult to screw on and could not be deployed. The decision was made to remove and replace the 35mm amplatzer cribriform occlude with a non-abbott device to complete the procedure. There were no adverse patient consequences reported. The patient was stable at the time of report. Subsequent to the previously filed report, additional information was received and a correction needs to be made has the deformed right atrial disk of the 35mm amplatzer cribriform occluder was noted prior to procedure during device preparation. There was no patient contact made with the deformed occluder. It was also noted that there was difficulty screwing the delivery cable onto the occluder during the device preparation. It is unknown how the occluder was sized. There was no kink or angulation noted in the delivery system. The replacement device that was implanted was a 36mm non-abbott device. The delivery system used was an unknown abbott delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.